Manufacturer narrative:
Pump data was reviewed by tandem international customer technical support on (B)(4) 2024. On (B)(4) 2024, user entered in the pump 21 grams (g) of carbohydrates, but the user did not proceed with the bolus. Ten minutes later, the 21g of carbohydrates was entered again and the pump appeared to calculate the bolus correctly. On january 10, 2024, 9g of carbohydrates were entered and the pump correctly calculated the bolus. There was no change to the profile settings and time on the pump prior to these calculated boluses so it would appear that the pump was using the correct settings during the correct time. Pump was functioning as intended; no issues were identified. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump miscalculated boluses and the pump time was incorrect. There was no reported adverse impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.